Event description:
Reportedly, the device did not properly cut the tissue. The device was removed with difficulty, and the procedure was performed once more with a ppeea 28mm to correct. Procedure: anastomosis.

Manufacturer narrative:
06/06/2007: initial report sent to FDA.